Manufacturer narrative:
(B)(4) method: the subject rt265 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection confirmed damage to the inspiratory tube cuff of the breathing circuit. Leak testing confirmed the presence of a leak. Conclusion: the reported defect was confirmed and was due to a damage to the tube cuff during the assembly process. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt265 infant dual-heated evaqua2 breathing circuit was found damaged prior to patient use. There was no patient involvement.